Event description:
The information received for this record has been transferred to CPR trackwise prid (B)(4). All further communication and investigations will take place in CPR trackwise, and all relevant records in this system will be closed. Healthcare professional reported rupture on unspecified side. The device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on unspecified side. The device remains implanted.